Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that at the atrial lead had high thresholds and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.